Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in the non tortuous and severely calcified left anterior descending artery. A 3.00mmx15mm nc emerge was selected for use. During preparation, it was noted that the balloon could not cross the lesion. Upon removal of the balloon, it was noted that the balloon burst. The balloon was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported.